Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 23mmx3.0mm, eccentric, de novo target lesion was located in the severely calcified left anterior descending artery. A 3.50mm x 20mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 16 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.